Event description:
It was reported patient underwent a proximal femoral nail procedure on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to a fractured affixus nail. The nail was removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was determined the root cause was due to biomechanical overload over time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.